Event description:
Additional information was received reporting that the only lesion characteristics that could be provided that the location of the internal carotid artery. The patients vessel tortuosity was normal. It is unknown whether the patient experienced any symptoms related to the premature detachment from non-detachment. The coil was able to be implanted in the intended location after advancing into the aneurysm with the pushwire. Prior to coil non-detachment, no issues were encountered. The information has been confirmed/provided the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil would not detach. It was reported that the coil did not detach using the ID system. A backup method was attempted; however, detachment continued to fail. During retrieval, the coil detached. There was non- detachment with the coil. The physician attempted to detach the coil with an instant detacher several times. There was also a manual attempt at detachment via hypo tube that was attempted one time. No additional instant detachers were used in this event. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a sl-10 micro catheter.

Event description:
Additional information was received that there was no kink/damage observed on the pushwire. The cause of the event was not determined. The coil was advanced into the aneurysm by pushing it with the coil pusher wire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.